Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 600.6875 on pcu8015 sn (B)(6). Technical support resolution, if the error persists, return the alaris pc unit to carefusion for repair. Recommended re-flash poc software. Steve will re-flash software. A review of the device history record for sn (B)(6) was performed from 11/10/2017 to 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support issue of error 600.6875 the customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that the device received error code 600.6875. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 600.6875. There was no patient involvement.